Manufacturer narrative:
The anesthesia system was investigated by the distributor. The distributor informed that the device is working properly. There is no information of any parts replacement. The system has been returned for clinical use without further issues reported. Additional information received states that the system was in therapy when the malfunction occurred. They started the first case, and the patient was successfully intubated whereafter the patient was connected to the system. There was no co2 measured or any sign of gas driving through the lungs. The customer decided to change the machine. The evaluation of the logs for the given date of vent shows that a successful sco was performed prior to and after the event. The technical log has no recordings on the event date. The event log has multiple indications (clinical alarms) throughout the case. The ventilation mode was frequently changed between manual ventilation and automatic ventilation in volume control, pressure control and prvc. At start of the treatment in automatic ventilation alarms for airway pressure high and peep low were generated. After switching between the ventilation modes, the alarms generated instead indicated a leakage. The log shows that there was a big delta between inspiratory and expiratory volumes which indicates that it can be a disconnection of the breathing circuit or a leak somewhere in the circuit. However, the distributor stated that there was no malfunction of the circuit. Our conclusion, based on the log evaluation, is that there was some kind of leakage in the circuit since the system attempted to deliver a flow to the patient. We have not been able to determine the true cause of the experienced event.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia workstation had problems with gas delivery. There was no patient harm. Manufacturer's ref. #: (B)(4).